Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hsb. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
The device was sent to rms foundation for material analysis (report (B)(4)). Visual examination revealed no abnormalities of the locking screw. The locking screw is intact and has no effect on the nail fracture. The nail broke through in the area of the proximal blade hole. No evidence of material or manufacturing defects. Corrected data: (B)(4): previously reported in error, corrected to (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Implant date reported as (B)(6) 2013. Explant reported as (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed; and no conclusion could be drawn as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that after surgery in (B)(6) 2013 the patient experienced pain. It was also reported that a breakage was detected by x-ray on (B)(6) 2013. This report is 4 of 4 for complaint (B)(4).